Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic exploratory surgery for rectal cancer-laparoscopic rectal adenocarcinoma anterior resection and anastomosis, intestinal adhesion release, intestinal alignment, ileal prophylactic ostomy, and abdominal drainage, when device was being used for endoscopy, the device was unable to fire nor cut. Another device was used to resolve the issue in order to complete the case.